Event description:
A customer reported that pt dropped their meter and now the display only shows half of the numbers. While on the phone a review of the system was conducted. It was learned that only the bottom half of the display is working. A request was made to return the system for eval and in the meantime a replacement unit was provided.